Manufacturer narrative:
Manufacturing review: the sample was not returned by the facility for further evaluation. Lot history review revealed this is the only complaint for corporate lot number gfbq3530. A DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the sample was not returned by the facility for further evaluation. It is known that approximately 10 months post index procedure, the target lesion was reportedly reoccluded via dus imaging. A revascularization was performed and the physician deemed it was successful. The investigator assessed that the event was possibly related to the study devices, but not related to the procedure. However, the lack of further information or the returned sample prevents both confirmation of the reported event and identification of a root cause(s). Label review: based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons.

Event description:
It was reported through a (B)(6) clinical study that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter were used to treat the target lesion located in the right femoral artery. Approximately 10 months after the index procedure, the patient¿s right femoral artery was reportedly reoccluded. A revascularization was performed and the health care professional (hcp) deemed it was successful. The investigator assessed that the event was possibly related to the study device, but not related to the procedure.